Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a left total hip arthroplasty on (B)(6) 2008 where she was implanted with a stryker hip system. It is further alleged that the hip failed and had to be revised on (B)(6) 2018 due to excessive levels of chromium and cobalt revealed in blood-work